Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) explantation surgery due to an infection. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) explantation surgery due to an infection. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient actually underwent an inflatable penile prosthesis (ipp) reimplantation surgery. The previous ipp was explanted prior to the reimplantation surgery. It is unknown if the explanted ipp was returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.